Manufacturer narrative:
Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® sodium heparinn (nh) 158 usp units blood collection tube experienced the stopper popping out of the tube. The following information was provided by the customer: material no. 367874 batch no. 8215733 it was reported that the tube exploded (incident 1 of 2) 1. There were 2 separate episodes with 2 different products 2. She has incidence reports for both incidences 3. In this instance they were fortunate as the blood the clinicians happened to be working with was pediatric blood that had no contaminates, so neither researcher was exposed to anything harmful, but in their lab most patients have blood with harmful pathogens. 4. The customer is describing this scenario as very similar to the 2015 recall. Product info here are the lot #¿s with their appropriate part #¿s: tube # 367874 lot 8215733 expiration 2020-8-31 a callback from the customer stated "in both incidents the blood in the tube pushed the cap off in an explosive manner, the blood ended up on the ceiling tiles."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® sodium heparin (nh) 158 usp units blood collection tube experienced the stopper popping out of the tube. The following information was provided by the customer: material no. 367874, batch no. 8215733. It was reported that the tube exploded (incident 1 of 2). There were 2 separate episodes with 2 different products. She has incidence reports for both incidences. In this instance they were fortunate as the blood the clinicians happened to be working with was pediatric blood that had no contaminates, so neither researcher was exposed to anything harmful, but in their lab most patients have blood with harmful pathogens. The customer is describing this scenario as very similar to the 2015 recall. Product info: here are the lot #¿s with their appropriate part #¿s: tube # 367874, lot 8215733, expiration 2020-08-31. A callback from the customer stated "in both incidents the blood in the tube pushed the cap off in an explosive manner, the blood ended up on the ceiling tiles''.